Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, a high capture threshold and high pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted and tissue encapsulation was suspected as the cause. Diagnostic imaging was performed and no anomalies were noted. The rv lead was capped and replaced to resolve the event. The patient was stable.